Event description:
It was reported to philips that the etco2 was not working. The device was reported to be in clinical use at the time of the reported failure, however, there was no reported adverse event to a patient or user as a result of the failure.